Event description:
Resistance was encountered as the physician was deploying the stent across the anterior communicating artery aneurysm (acom). Slight force was applied to overcome the resistance and the catheter proximal shaft broke off. The catheter was completely removed from the patient. The procedure was completed using another of the same device. There was no reported clinical consequence to the patient who was reportedly "fine".

Event description:
Resistance was encountered as the physician was deploying the stent across the anterior communicating artery aneurysm (acom). Slight force was applied to overcome the resistance and the catheter proximal shaft broke off. The catheter was completely removed from the patient. The procedure was completed using another of the same device. There was no reported clinical consequence to the patient who was reportedly "fine."

Manufacturer narrative:
(B)(4): device catheter shaft broken.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the catheter shaft was broken at 5.5cm from the proximal end near the hub. No anomalies were noted to the hub. It was reported that resistance was encountered during the stent deployment in very tortuous anatomy and slight force was applied on the microcatheter to overcome resistance in attempt to deploy the stent. The highly tortuous anatomy may have caused friction encountered and the force used on the microcatheter caused it to break. As tortuous anatomy and friction are considered to be procedural factors, therefore; a probable root cause of operational context has been assigned to the event.